Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from swelling of the biomonitor implant area and was diagnosed with wound dehiscence. The event was probably related to the medical history of the patient due known morbid obesity. The patient did not wear a bra which led to a strong pull on suture. The device then started coming out of the pocket. The patient got a pocket revision where the pocket was sutured again. After several instances of the pocket opening, the patient ended up being admitted to the hospital on (B)(6) 2019 and removal of this device was scheduled.

Manufacturer narrative:
This device was explanted on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.